Event description:
Sq abdominal pump had leak on the line. The volume of medication was empty and "salt stain" and wetness on skin. Evidence of crystalline powder around the needle tip. FDA safety report ID# (B)(4).